Event description:
It was reported that intermittent atrial undersensing with falsely classified termination of atrial arrhythmia was observed on the atrial lead. It was also noted that far field r wave oversensing was present on stored electrocardiograms on the atrial lead. Related medwatch report: mw5119420.